Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing episode was observed. Review of session records showed that the device was double counting shortened output stage detection (sosd) check when attempting to perform capacitor maintenance. Suggested programming changes were made and no more issues were noticed since then.